Manufacturer narrative:
(B)(6).

Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device remained implanted and the patient would be monitored.